Event description:
A ventilator was returned to the manufacturer for evaluation. There was no report of patient harm or injury. During the evaluation of the device, an issue with the oxygen blending module was observed. The device was recalibrated to address the issue.